Event description:
The q-syte already connected to the system discharges spontaneously when performing minimal pressure (e.g. During injection). Response: on 08/oct/2025 is the day we decided to report this, but there were multiple occurrences on that day and on several other days. I cannot recall the dates.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: upon further review of this complaint, it was determined that the event represented in this MDR is concomitant to the primary issue. The information is captured in MFR report # 1710034-2025-01685. This MDR is being cancelled.

Event description:
No additional information.